Manufacturer narrative:
It was clarified that there was no issue with power. The heartstart mrx defibrillator ECG test failed during opcheck.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4)

Event description:
It was reported to philips that the heartstart mrx defibrillator ac power module was faulty. There was no patient involvement.